Manufacturer narrative:
(B)(4). Endoleak is listed in the IFU. Event evaluation: still under investigation.

Event description:
On (B)(6) 2010, a patient whose right common iliac artery was occluded, underwent initial aaa repair, as labeled, under general anesthesia. The patient's anatomical form was not suitable for endovascular repair because of the severe proximal neck angulation to both the axis of the aneurysm and the suprarenal aorta. The access route was 5mm. The procedure consisted of placement of a zenith main body graft, a zenith converter and a zenith iliac leg graft. The final angiography confirmed occlusion of the right renal artery (1820334-2010-00194), type iii endoleak from the junction of the converter and distal type I endoleak (1820334-2010-00195). Both leaks were improved by ballooning, but they were not gone completely; although the physician expected they will be gone. The right renal artery was not completely occluded but the blood flow was poor, thus the physician attempted cannulation using a guiding catheter and a guidewire, but failed, due to a strong angulation. The physician decided to take a wait-and-see approach. The patient's urine volume was not problematic during the procedure and the creatinine level was 1.8mg/dl.